Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 500 mg/dl and ketones were present (level not reported). The cause was not known. The customer was treated in the emergency room with intravenous saline and insulin. The customer was not admitted to the hospital and left the ER with a bg of 205 mg/dl. As the event had occurred in the past, troubleshooting was not performed.